Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system red 72 reperfusion catheter (red72). During the procedure, prior to advancing the red72 intracranially, the physician noticed that the proximal third of the red72 fractured. The physician decided to continue the procedure using the same red72. Upon removal, the red72 was found to be more damaged. The procedure ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was inadvertently missed on the follow-up #01 MFR report and is being included on this follow-up #02 MFR report: 3005168196-2025-00216. 1. Section h. Box 6. Investigation findings 4.

Manufacturer narrative:
Evaluation of the returned penumbra system red 72 reperfusion catheter (red72) confirmed a fracture on the proximal end. If the red72 is retracted against resistance, damage such as a fracture may occur. Further evaluation revealed kinks and ovalizations on both sides of the fracture, and the red72 was returned with a non-penumbra revascularization device advanced through its lumen. Based on the reported event, the root cause of this damage could not be determined; however, this damage may have contributed to resistance during the procedure. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.